Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sg-64 continued from (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received two endurant cuffs and 10 endoanchors due to a type ia endoleak. It was reported that approximately seven weeks later the patient experienced a right groin hematoma/seroma. The patient was hospitalized and released four days later and the event was unresolved without treatment. Per the investigator, the cause of the event related to the index procedure. No additional clinical sequelae were reported and the patient exited the study approximately 3 months later due to overall medical condition.